Event description:
The customer reported that the system experienced an immediate loss of system functionality and an un-commanded shut down after every exposure. There is no report of a patient injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue was attribute to the technique processor pcb. Repair components were unavailable and the customer declined further service. No conclusion can be drawn as conclusive repair info is unavailable at this time and no add'l service info was provided.